Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, there aren¿t additional reportable findings other than what is mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the balloon channel cleaning brush of the videoscope could not be inserted smoothly, due to clogging of the balloon water tube. There was no patient involvement.